Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the nurse call did not work with the customer's new nurse call system. It is not known at this time if the local alarm was functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by discussing with them the procedure to properly configure the software configuration of the nurse call system, the customer has reported that this issue has been resolved.

Event description:
It was reported that the nurse call did not work with the customer's new nurse call system. It is not known at this time if the local alarm was functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the nurse call did not work with the customer's new nurse call system. It is not known at this time if the local alarm was functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.